Manufacturer narrative:
This lead remains in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The lead was repositioned and it dislodged again. The physician suspected the lead dislodgement may be due to the atrial tissue and not a lead malfunction. No adverse patient effects were reported.